Event description:
Eight weeks after implantation, the slic screw dissociated at the joint. The dissociated screw was explanted.

Manufacturer narrative:
Screw is dissociated at the joint. There is slight deformation around the hex of both the distal and proximal screw portions. There is also slight deformation at the joint portion of the proximal screw section. Conclusion - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this screw break.